Manufacturer narrative:
Corrected data (g5) : 510(k) number updated to k040214. The returned device was evaluated. During the testing, whenever j3 swivel (sensor) connector was wiggled, the pleth waveform with signal quality indicator went flat momentarily and "low signal iq" message was displayed on the screen. The j3 swivel connector was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over ten (10) years with no related issues prior to this reported event.

Event description:
It was reported that the signal keeps dropping when any cable is used. The customer believes that it is the pt connector. No pt incident reported, and will engage in monitoring. Add'l info rec'd indicated that there was no alarm or error message. The issue occurred while a pt was being monitored. No known impact or consequence to pt.

Manufacturer narrative:
The returned device was evaluated. During the testing, whenever j3 swivel (sensor) connector was wiggled, pleth waveform with signal qual indicator went flat momentarily and "low signal iq" message was displayed on the screen. The j3 swivel connector was replaced and the unit functioned as designed. A svc history record review reveals that this unit was in the field for over ten years with no previous reported issues prior to this reported event.